Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was withdrawn, the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent od on the undamaged side and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found a midshaft kink at 26mm distal from the hypotube to midshaft bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 32 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, when the device was withdrawn, the stent structure was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.